Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/23/2020. H.6. Investigation: two photos and one sample were received by our quality team for evaluations. From the photo, a torn top web blister packaging was observed. From the sample, a torn top web was observed on the blister packaging, as well as poor cutting lines on the blister pack which indicates poor perforation. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The primary packaging process was reviewed. At the perforation station, there is a perforation knife to create the perforation cuts. The probable cause of the poor perforation could be due to the perforation knife being blunt due to wear and tear causing incomplete cut lines on the unit package. There is an existing weekly preventative maintenance to clean and inspect the perforation knife. A quarterly preventive maintenance to replace to the perforation knife was added. Production technician and qa associate training and more documentation were also added to the packaging procedure and testing to address this nonconformance.

Event description:
It was reported that 2234 needles 27g 1/2in packaging units had poor perforation that was found before use. The following information was provided by the initial reporter: "no perforate between the package so the package tear off when split it.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2234 needles 27 g 1/2 in packaging units had poor perforation that was found before use. The following information was provided by the initial reporter: "no perforate between the package so the package tear off when split it."